Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a blood glucose level of 44 mg/dl followed by hyperglycemia of 280 mg/dl. The user treated the low with fast-acting carbohydrates, and the pump corrected the high. No medical intervention or hospitalization was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.